Event description:
This case has been identified during monitoring of postings in FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-0214) in united states on 06-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2012. She had having constant stabbing pain in the abdomen; bloated belly; fatigue but she can't sleep; bad migraines; hot and cold flashes; thyroid issues; weird discharges; very irregular monthly cycles just to list a few of her symptoms that started after the procedure. She had the 3 month follow up that showed coils were in place, but she had a recent ultrasound and x-rays that have showed one coil has migrated and was stuck in her uterus wall, the other one looks like it was about to fall out of her tube as well. Ptc investigation result was received on 20-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow up 20-oct-2015: case upgraded to incident. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1968, awareness date 20-oct-2015). Consumer reported that essure ruined her health and her marriage. First she had belly bloated, like she had a ton of bricks on her stomach. Pains were so unbearable at times she could not hold her kids or let anything touch her belly. Not to mention vertigo, feeling dizzy and lightheaded for no reason at all. Weight gain, she could not lose the weight at all. She has missed several days of work, not to mention family functions due to them. Blurred vision, metal taste in mouth, diarrhea all the time. These were all symptoms that she experienced. Consumer reported that on (B)(6) 2015 she went in for a full hysterectomy due to the coils migrating and ripping a hole in her uterus. Follow-up information received on 01-nov-2015 - it has been identified during monitoring of postings on an FDA hosted docket website (FDA-2014-n-0736-2059): the consumer's history included parity 3. Updated ptc investigation result was received on 04-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and ultrasound and x-rays performed showed one has migrated and was stuck in her uterus wall/ ripping a hole in her uterus (regarded as embedded device) and other one looks like it was about to fall out of her tube as well/ coils migrating (regarded as device dislocation). She underwent a hysterectomy approximately 3 years after insertion. Both events are serious due to medical importance and listed in the reference safety information for essure. In this case, at 3 month follow-up the coils were in place, but afterwards the reported events described above were diagnosed. The exact date and mechanism of the reported events were not known, however given their nature and considering that there is a risk that the device could move out of fallopian tubes, a causal relationship with essure therapy cannot be excluded. Non-serious events were also reported. This case was initially regarded as non-incident, and upon receipt of follow-up information stating that she had a full hysterectomy, the case was upgraded to incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Internal correction on 24-nov-2015. During internal review it was notified that the previously reported initial receipt date 06-aug-2015 is incorrect. The correct initial receipt date of the case is 09-aug-2015.